Event description:
On (B)(6) 2025, the patient received the following results within 15 minutes: 517 mg/dl and 157 mg/dl. On (B)(6) 2025, the patient received the following results within 15 minutes: 538 mg/dl, 438 mg/dl, and 219 mg/dl.